Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicon potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. No thermal damage was found on the instrument. Components adjacent to the broken wire do not show damage. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the following additional information: the inside wires were not exposed due to damaged insulation. The cable was intact at the point of connection with the gripping part of the tool. The cable was not broken into half. No thermal damage was detected. No arcing was observed. It's possible that there may have been a collision. However, it was not reported by the staff and there was no contact with another instrument during the coagulation phase. No photographs or videos are available for isi review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted right hemicolectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument stopped coagulating. Upon close inspection, a loose conductor wire was found. The procedure was completed with no reported injury.